Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: ubd: 25-sep-2022, UDI#: (B)(4); ubd: 09-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that since 2019 they have not had a controller or any of the external equipment. Caller stated they have been going through different "channels" with their doctors to see if they can get a representative out there to help them. Caller also stated that they are pretty sure they are having adverse effects and lead migration from it; caller added that it feels like they are being constantly shocked 24/7 and as of yesterday the shocks are getting worse. Caller noted that it also feels like someone is burning them and feels constant vibration. Caller mentioned that they were working with their pain doctor and they were trying to get a representative out to the office to help but to no avail. Pt stated they have been dealing with this since 2019. Agent reviewed ins is most likely fully depleted. During the call, pt mentioned that a dr. Hollandale told the pt the manufacturer was out of business. During the call, pt described working with sunmed in the past but the hcp never got back to sunmed in order to complete the controller replacement request. Agent provided sunmed # and warm transferred the pt to sunmed to replace the controller.